Event description:
Boston scientific received info that the pt fell and broke her hip. During the device interrogation it was noted that the right atrial (ra) lead dislodged. A lead revision was performed and the ra lead was successfully repositioned. It is suspected that the pt's fall dislodged the lead. No specific measurements or add'l adverse pt effects were reported. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.